Manufacturer narrative:
Concomitant product(s): a 010000704 3813949 g7 bonemaster ltd acet shl 54f. A 010000936, 3013817 g7, high wall e1 liner 36mm f. A 11-363662, 684190, 36mm cocr mod hd std. UDI - (B)(4). PMA 510(k): - this device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a simliar device in the united states under 510k number k101086.

Event description:
It was reported that the patient underwent an initial right hip arthroplasty. Subsequently, the patient fell the night of the procedure, which resulted in a femoral fracture. The patient was revised due to instability of the stem caused by periprosthetic femoral fracture. The head and stem were revised. The fall was reported to be unrelated to the device.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. The reported event was confirmed through review of radiographs. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Investigation results concluded that the reported event was due to patient fall. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.